Event description:
It was reported that this pacemaker device was found in safety mode during pre-implant. Subsequently, a new device was successfully implanted, and this pacemaker will be sent for analysis.

Event description:
It was reported that this pacemaker device was found in safety mode during pre-implant. Subsequently, a new device was successfully implanted, and this pacemaker will be sent for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. The device passed the returned product test which involved a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Despite analysis, the root cause of the clinical observations could not be confirmed.